Event description:
It was reported a patient was on va ECMO support for aortic valve endocarditis, when a "battery error" message appeared on the rotaflow console and spontaneously shutdown. The device was powered back on, but shut down again and required hand cranking for a brief period until a second unit was brought in. The console that exhibited the battery error, demonstrated 26v battery charge on status of display of console and had been plugged into a wall socket prior to use. Va - venous access. ECMO - extra corporeal membrane oxygenation. (B)(4). MFR ref # 8010762-2015-00235.